Manufacturer narrative:
Evaluation of the returned receiver and review of the data log confirmed the permanent out of range signal. Data was received (B)(6) 2013. A transmitter (sn (B)(4), mfg date: 12/04/2012) was also returned for evaluation and there was no issue detected.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported permanent loss of "y".